Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: fire risk during eye surgery. Author/s: citation: eye and contact lens (2005); 31: 291¿3. Doi: 10.1111/j.1365-2044.2010.06494.x. The authors reported an operating room fire during use of a monopolar electrosurgical cutting needle. A patient was undergoing a lower eyelid, transcutaneous blepharoplasty under local anaesthetic and intravenous sedation with a propofol infusion. A monopolar electrosurgical cutting needle (megadyne needle; ethicon) and a force fx unit was used. The skin and orbicularis muscle was incised with the monopolar electrosurgical cutting needle set at 10 w. The cutting power was then increased to 16 w to sculpt the lower eyelid fat pads. Whilst sculpting the lateral fat pad a flash fire erupted, beginning from the tip of the cutting needle and spreading across the patient¿s closed upper and lower eyelids. The fire extinguished within seconds. Postoperatively the patient made a good recovery, with regrowth of eyelashes and satisfaction regarding the outcome of surgery. Possible factor implicated in the fire included a relatively high power setting of the monopolar cutting needle when used for fat sculpting in periocular surgery (16 w compared to the 8¿10 w for other periocular tissue dissection). It was recommended that operating room staff remain vigilant of fire risks, especially with the increasing use of electrosurgical cutting devices. Knowledge and subsequent control of risk factors should minimise the frequency of these incidents.